Manufacturer narrative:
Follow up information was received on 17-oct-2016: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Quality-safety evaluation: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we can not exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced abdominal pain. Plaintiff underwent a diagnostic hysteroscopy and laparoscopic salpingectomy. The event is listed in the reference safety information for essure. After essure insertion, pelvic, back, abdominal and uncharacterized pain may occur. Considering the information received for this case, the lack of alternative explanation and the event's nature, a causal relationship between abdominal pain and essure cannot be excluded. This case was regarded as incident, due to the required intervention. Additionally, non-serious events were reported. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Event description:
This is a spontaneous case report received from an attorney in the united states, on behalf of a plaintiff in united states on 06-sep-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2013 for permanent contraception. Sometime after the procedure, the plaintiff began experience one or more of the following symptoms, including, but not limited to: severe abnormal menstrual pain, abnormal menstrual cycle, and excessive bleeding, severe pelvic pain, and back pain, pain during intercourse, headaches, allergic reaction, mood swings, abdominal pain, unwanted pregnancy, and fatigue. She reported to her healthcare provider that she was experiencing severe headaches, abdominal pain and nausea. On (B)(6) 2013, she underwent a diagnostic hysteroscopy and laparoscopic salpingectomy. Company causality comment. This spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced abdominal pain. Plaintiff underwent a diagnostic hysteroscopy and laparoscopic salpingectomy. The event is listed in the reference safety information for essure. After essure insertion, pelvic, back, abdominal and uncharacterized pain may occur. Considering the information received for this case, the lack of alternative explanation and the event's nature, a causal relationship between abdominal pain and essure cannot be excluded. This case was regarded as incident, due to the required intervention. Additionally, non-serious events were reported. A product technical analysis is being sought. Further information will be obtained through the litigation process.